Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.

Event description:
On (B)(6) 2019 the site did a right heart catheterization and angiogram to confirm that the sensor is in a vessel that measures about 33 mmhg. No further actions are needed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The pressure data from the sensor was reviewed. The waveform appears to be dampened. It is recommend that the site not use the pressure data at this time, and that they consider evaluation of potential cause of possible reduced blood flow to the sensor.